Event description:
During a lobectomy procedure, the device jaw would not opebn. Handle opened normally. It was occurred at the test before use to the patient. Another device was used to complete the case. There was no adverse consequence to the patient.